Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00316.

Event description:
It was reported that during an embolization treatment, the coil detached in the microcatheter. Both segments of the coil were removed in their entirety. There was no reported intervention or patient injury. The patient is reported to be fine.

Manufacturer narrative:
The pusher, introducer, and dispenser coil were returned. The implant coil was not attached to the pusher and was not returned. Lead wire separation was noted along its entire length on the pusher. The heater coil appeared to be in a good condition. The attachment tether was removed from within the body coil to visualize the kind of detachment that occurred. The attachment tether had a stretched tail. Based on evaluation of the returned device and the available information, the complaint can be confirmed. The damage to the returned device was consistent with the device being subjected to excessive tensile, causing the monofilament to stretch and break.